Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen cracked and the touchscreen became nonfunctional, rendering the user unable to operate the device, while the user reported no alerts or alarms and continued use of a dexcom g7 sensor. Symptoms included no reported adverse clinical effects. Outcomes included no change in blood glucose status, no medical intervention, and no hospitalization. Investigation included complaint intake and arrangement for replacement, with review for physical damage to the enclosure and user interface components. Investigation of this device revealed physical damage to the display and touch interface consistent with user-handling or impact, with no evidence of performance alarms or systemic device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external stress.